Event description:
The customer called and reported she could not push insulin out of the vial and into the tubing with a plunger. The customer stated she tried three reservoirs and three sets. Customer stated finally, she got her husband to push insulin through. She was advised the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Four opened/used reservoirs were evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoirs were not occluded.